Event description:
It was reported that the patient had zimmer spine plate implanted, and then developed pain postoperatively.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all records for this device and provided information concluded that there is no evidence of a product defect or deficiency and operational context may have contributed to this event. This event is a known inherent risk of the procedure. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
This report was initially submitted as 0002184052-2015-00079-2 on 4/12/2016 to FDA. FDA sent notification on (B)(6) 2017 that this initial file was deleted from the image200+ application because of the three leading zeros at the beginning of the report number and requested the report be sent without the leading zeros.

Event description:
The patient called to report that she has a burning pain in her neck that travels into her head and shoulders. She states she is in constant pain, her screws are starting to come out of her back, and she has/had trouble urinating. The patient reported she has been prescribed neurontin (nerve pain medication and anticonvulsant) and will start physical therapy. The patient also reported her doctor suggested she see a psychologist and pain management doctor.